Event description:
The 20g times 1 inch. Blood kept leaking around the hub and air heard with vacutainer blood draw. (Catheter was removed and another one was restarted).. After further investigation, found that the clearer cathlon was leaking at the color connection port. FDA safety report ID# (B)(4).